Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction of the wireless footswitch, that triggers radiation. Upon troubleshooting, fse inspected the system and could not identify any issue with system. Fse restarted the device. After restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related wireless footswitch that triggers radiation, and after restart issue was resolved. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an one time issue with wireless footswitch and it was returned to normal after a restart. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.